Event description:
It was reported that during a procedure, the serrated part of the reduction forceps broke. All pieces were retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the part was received with one of the serrated jaws broken off. The fracture surface is homogenous indicating material uniformity. Brown residue is noted all over the device, particularly in the recesses in the actuation point between the jaws, the underside of the handles and in the locking mechanism. This shows evidence of extensive usage. Design related issues were not found. The complaint condition is due to wear and tear and there is no indication of design or manufacturing related issues with this device. This complaint is considered invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).